Manufacturer narrative:
The insulin pump received with scratched display window, cracked display window corners, cracked belt clip slot and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has multiple scratches and worn display. Nothing further reported.